Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 24.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient was diagnosed with anisometropia. There was no incision enlargement, vitrectomy, or sutures used at explant. The replacement lens was the same model, but different diopter of 22.5. Reportedly, there was no patient injury and the patient is doing okay post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/29/2017. Device returned to manufacturer?: yes. The product was returned to the manufacturing site for evaluation. Visual inspection shows the product was cut in the middle of lens, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.